Manufacturer narrative:
Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant products: unk, unknown continuum cup, unk. Unk, unknown longevity liner, unk. Number 00771300900, modular femoral stem press-fit plasma sprayed cementless size 9, unk. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 06173, 0001822565 - 2017 - 06172, 0001822565 - 2017 - 06175.

Event description:
It was reported that patient experiences ambulation difficulties, leg length discrepancy, hip pain with sciatica and knee pain following a total hip arthroplasty. Attempts have been made and additional information on the reported event is unavailable at this time.